Manufacturer narrative:
Product event summary: the returned segment of the lead could not be determined due to severe explant damage. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented to the ER with syncope and a periodic heart rhythm. A sudden increase in and loss of capture threshold was observed. High impedance and fracture were also reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.